Event description:
Procedure: nephrectomy. According to the reporter: the instrument was opened and the bag already ripped. The bag was opened inside the patient; however, no pieces fell off.

Manufacturer narrative:
(B)(4).